Manufacturer narrative:
Concomitant medical products: dtmb2qq, crt-d, implanted: (B)(6) 2020 and 4298, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and undersensing on stored episodes. Additionally, it was noted the right atrial (ra) lead exhibited undersensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.